Event description:
The account alleged the bed exit alarm could not be set. No patient impact.

Manufacturer narrative:
The technician found the bed exit functioned as designed. The technician in-serviced the account on the bed exit system to resolve the issue.